Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was 421 mg/dl at the time of the incident. The customer treated their blood glucose levels with a bolus. Customer states there were unattended alarms. The customer was informed that unattended alarms drain the battery of the insulin pump. The customer stated that the alarm is being produced during normal insulin pump use. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.